Manufacturer narrative:
One photo taken by the customer shows where the issue is suspected of occurring. Nine used samples and 45 unopened samples were returned for investigation. Nine used samples and 30 unopened samples were chosen for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut syringe with a fluid path bring observed for all samples. Samples were then flushed with water. No observation of fluid blockage. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd smartsite secondary set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by customer that sometimes the blue connector will not open and allow fluid to flow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.